Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation reproduced a downstream occlusion alarm when running a loaded IV set corresponding with the reported symptom. The force sensor downstream calibration values with a loaded tube were found to be below specification. The downstream sensor was replaced.

Event description:
It was reported that a pump has inconsistent downstream occlusion alarms and is alarming far below specification for occlusion. It was also reported there was no pt injury.